Event description:
It was reported that a peritoneal dialysis (pd) pt expired on (B)(6) 2014.

Manufacturer narrative:
A supplemental report will be submitted upon final review and completion of the plant's investigation.